Event description:
Pt underwent tvt placement. Pt experienced severe suprapubic post operative pain. Underwent division of sling transvaginally in the operating room in 4/2002. A diagnostic laparoscopy was performed, with no relief of pain. Pt now disabled with pain. CT negative for suprapubic infection. Mesh erosion also diagnosed in 7/2003. Pt requesting that all of the mesh be removed. Has been evaluated in chronic pain clinic with trigger point injections, anti seizure medications, and narcotics.